Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). An investigation was carried out into this complaint. It was reported that during the transfer of resident with the sara plus active lift and sling the patient slid out of sling and fell as a consequence. Three people (resident's parents and physiotherapist) present in the room assisted in lowering the resident safely to a sitting position. No injury occurred. The device was not under service/maintenance contract with arjohuntleigh company. After the incident, the device and sling was put through technical inspection, conducted by arjohuntleigh representative - no technical malfunction was found with the lift. A visual inspection of the sling revealed proper working condition of the sling and sling chest straps that supports the resident's weight and position during the transfer. The only deviation noted was that stitching holding additional strap (between legs) have been torn. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be low. Based on our product knowledge and performed simulations, an actual patient drop becomes more likely to take a place when a sequence of multiple use errors occurs (with amongst them at a minimum): the person was not correctly evaluated for suitability. The sara plus IFU warns the user: "before using the sara plus, a qualified health professional must carry out a clinical assessment of the patient to ensure that it is safe to lift them"; the person's arms are placed not outside of the sling; the chest strap is not applied or applied but very loosely (does not adhere to the patient as recommended in sling instruction for use). When the person is lifted with sara plus active lift and when the labelling is followed, there is no likeliness of a patient drop or other adverse event during the transfer of the patient with the sling. In addition, during the interview with the customer facility representative it found out that transferring procedure was conducted without applying the leg strap support - straps that are intended to keep the residents legs in close to the proactive pad of the sara plus lift for correct lifting procedure. Based on the event description, information about additional training in terms of safe usage of the device required to be performed for the customer and previous similar cases we can assume that the transferring procedure was conducted against the warnings and safety instruction presented in the instruction for use (rev. 13, 07/2016) looking at the incident scenario, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the patient slid out of the sling during transfer. The sling did not meet its specification when the event occurred.

Event description:
It was reported that during the transfer of resident with the sara plus active lift and sling the patient slid out of sling and fell as a consequence. Three people (resident's parents and physiotherapist) present in the room assisted in lowering the resident safely to a sitting position. No injury occurred.